Event description:
It was reported the camera head would not connect once plugged in and would get an error message. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head would not connect once plugged in and would get an error message. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 224, intermittent image, air water leak from cable and tiny pin hole on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error 224 intermittent image due to bad cable unit connector pins and air water leak from cable due to tiny pin hole on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.